Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use. There has been no harm or injury due to the reported problem. A philips field service engineer (fse) inspected the system onsite and verified that the system was not booting up. Further, fse confirmed that incoming 3-phase was correct, but still the system does not power on. The fse troubleshooted the issue of a fan and low power supply tray defect in the m cabinet and confirmed that +24 volt supply was not functioning. The fse replaced the fan and dcps tray in the m cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system is not booting up. Philips has started an investigation of the complaint.